Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed to execute a baseline ECG recording. Upon evaluation, the r781 resistor was open. The cause of the baseline ECG failure is the open resistor. The root cause of the open resistor could not be positively identified. The damage is consistent with external defibrillations during resuscitation attempts. Device evaluation of belt sn (B)(4) has been completed. As received, functional testing was unable to be performed due to extensive physical damage on the electrode belt. All therapy electrodes were missing, the cable connecting the distribution node (dn) to the rear therapy electrodes was missing, the interconnect cable of the rear therapy electrodes was missing, the cable connecting the ecgs a&b and the front therapy electrode was missing, ECG a&b domes were missing, and the j703 connector was pulled from the dn pca. The root cause of the damaged electrode belt is physical abuse. The damage likely occurred during resuscitation attempts. There is no indication that the damaged equipment caused or contributed to the patient's death. The device was able to monitor the patient, detect and arrhythmia, and deliver a treatment shock.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest and passed away on (B)(6) 2018. It was reported that a couple hours after leaving the hospital, the patient lost consciousness while in a store and collapsed. The patient's wife reported that the device "went off" twice. Ems arrived and took the patient to the emergency room where the patient passed away. Prior to passing, the lifevest delivered two treatment shocks. Per the available ECG and flag data, the patient's last available rhythm was sinus tachycardia at 130 bpm seen at 17:41:44 on (B)(6) 2018. Between 18:33:01 and 18:46:47, the device was abnormally shut down twice. Between 19:12:45 and 19:14:56, the device detected bradycardia status. Asystole was then detected at 19:16:04. At 19:16:37 and 19:22:24, an arrhythmia was detected. Gel was the released at 19:22:49 and shortly after the patient received the first 150 joule defibrillation shock. Between 19:25:14 and 19:40:50, the device intermittently detected an arrhythmia. Shortly after the last detection, the patient received the second 150 joule shock. Noise was detected on all channels between 19:48:52 to 20:13:51. The electrode belt was disconnected at 20:21:16. The patient's rhythm at the time and post-shock for the two treatments is unknown. The ECG data surrounding the treatments were unavailable for review. This defibrillation is being reported out of an abundance of caution as zoll is unable to positively determine if the defibrillation treatments were appropriate or inappropriate. While in the field, a representative reported that the monitor was displaying service code 203 while attempting to download data from the monitor. A service code 203 while attempting to download the monitor is indicative of a faulty or unseated sd card. As received, the monitor did not exhibit an sd card fault. There were no allegations that the device caused or contributed to the patient passing.